Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that skyplate detector was not passing calibration and was getting a message that the dose was too low. The device was not in clinical use and there was no patient or user harm. The field service engineer (fse) performed analysis and concluded that the detector had been dropped. A test patient was created, and multiple line artifacts were found on the image. The fse attempted to calibrate the detector, but the calibration was unsuccessful. Data for detector replacement was collected and submitted to the national support specialist (nss) for review. The skyplate detector was replaced, proper operation was verified as needed, and the system was returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the skyplate detector was not passing calibration and was getting a message that the dose was too low. The device was not in clinical use and there was no patient or user harm.